Event description:
The reporter states that she obtained the blood glucose results of 413mg/dl on the accu-chek aviva system. She went to the hosp and was tested. Her blood glucose was 139mg/dl on the professional meter. The results were obtained within a 10 minute timeframe. The reporter was treated with insulin by a medical professional. Results of treatment undisclosed. New system sent to reporter and return requested.